Event description:
During episodes of ventricular fibrillation (vf), the device changed shock configuration due to a low defibrillation impedance measurement of the right ventricular (rv) lead. The shock was successfully delivered and the patient suffered no consequences. Diagnostic imaging was performed, and no anomalies were noted. The rv lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a partial lead was returned for evaluation. Examination of the lead found multiple internal insulation abrasions located in between the shock coils breaching the right ventricular and the ring electrode cables lumens. Multiple external insulation abrasions breaching the right ventricular and ring electrode cables lumens were noted proximal to the superior vena cava shock coil consistent with friction to another device or feature of the patient anatomy. The etfe cables coating of the cables were not abraded in these abrasion zones. Destructive analysis found multiple internal insulation abrasions breaching the right ventricular cables lumen under the superior vena cava shock coil. The right ventricular etfe cables coating was abraded in two locations under the superior vena cava shock coil. The field reported event was isolated to the internal insulation abrasion found underneath the superior vena cava shock coil. The other damages found were consistent with procedural damage. The reported event of low high voltage lead impedance (hvli) was confirmed.